Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working due to inflation issues. A revision surgery was performed, upon examination fluid leakage due to a hole in the cylinders was found. The device was explanted and replaced. No patient complications were reported.